Event description:
Additional information was received indicating this lead was explanted and successfully replaced. No adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc). Additionally a chest x-ray of the patient showed this lead dislodged. No additional adverse patient effects were reported.

Manufacturer narrative:
A lead revision procedure was planned for a future date. At this time, records indicate this lead remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found dried body fluid noted in the lumen. Additionally the guidewire insertion test did not pass 200mm from the terminal pin, most likely due to the noted body fluid. Laboratory testing was unable to reproduce the reported clinical observations.